Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump had numbers scrolling on the display. Customer also reported that the keypad was intermittently responsive. Blood glucose level at the time of the incident was 78 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
All operating currents are within specification. Off no power alarm functioned properly. The insulin pump passed self-test. The insulin pump had no button response on up arrow button due to flattened dome switch. No unexpected numbers ramping/scrolling noted. The insulin pump was unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test due to no button response on up arrow button. The insulin pump had cracked case at display window corner, cracked battery tube threads, cracked reservoir tube and cracked reservoir tube lip.